Event description:
It was reported to philips that the device experienced an error message, "auto-test started but failed". There was no reported patient or user involvement and no adverse patient/user impact.